Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege patient suffered past and future medical and related expenses and costs; past and future lost wages and loss of earning capacity and related expenses and costs; past and future physical pain and suffering; pain and discomfort; difficulty ambulating; anxiety; fatigue; irritability; elevated chromium cobalt levels; past and future mentai pain and anguish; past and future disability and impairment; past and future scarring and disfigurement; past and future loss of enjoyment of life; loss of support and services; all other past and future economic losses permitted by law; anc all other past and future non-economic damages permitted by law. It is further alleged patients injuries and damages are permanent and continuing in nature, and patient will suffer such losses and damages in the future.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
Litigation papers allege patient suffered past and future medical and related expenses and costs; past and future lost wages and loss of earning capacity and related expenses and costs; past and future physical pain and suffering; pain and discomfort; difficulty ambulating; anxiety; fatigue; irritability; elevated chromium cobalt levels; past and future mental pain and anguish; past and future disability and impairment; past and future scarring and disfigurement; past and future loss of enjoyment of life; loss of support and services; all other past and future economic losses permitted by law; anc all other past and future non-economic damages permitted by law. It is further alleged patients injuries and damages are permanent and continuing in nature, and patient will suffer such losses and damages in the future. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.